Event description:
The customer reported that the system displayed a charger error message, would not perform fluoroscopy and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply voltage was low and was adjusted up to 5.15 volts. The nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.